Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4).

Event description:
Customer reported no vertical column movement. No patient injury was reported.